Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not charging because it was not placed correctly on the charging pad, after which the user repositioned the device and observed a green charging indicator, and no further assistance was required. Symptoms included no injury or adverse physiological effects. Outcomes included completion of troubleshooting and user education with restoration of charging. Investigation included customer service troubleshooting. Investigation of this case revealed user error related to device charging alignment, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.